Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6) , did not confirm the report of suspected pump thrombosis. Furthermore, a direct correlation between the pump and the reported elevated lactate dehydrogenase (ldh) could not conclusively be established through this evaluation. (B)(6) was returned assembled with the driveline (dl) cut approximately 3¿ from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow elbow and outflow graft) was returned attached to the pump¿s outlet port. An additional outflow graft segment was returned detached from the device. Two segments of the sealed outflow graft bend relief were returned detached from the device. Lastly, the apical sewing ring was returned detached from the device. Examination of the pump's blood-contacting surfaces upon disassembly of the device revealed no adhered depositions or thrombus formations. The device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the dl did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14jun2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the pump was exchanged. The account has an explant kit. The pump will be returned. The exchange was due to device thrombosis. The device operated as expected. The patient was supratherapeutic on (B)(6) 2020 where the account made changes to his warfarin dose. The patient was initially admitted on (B)(6) 2020. There were no changes to pump parameters that could have contributed to thrombus. The patient had elevated lactate dehydrogenase levels. The patient was asymptomatic. The patient was still intubated in the intensive care unit (ICU) on (B)(6) 2020. The patient was exchanged from a heartmate 2 pump to a heartmate 3.